Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "when it came time to impact the liner into the cup, the surgeon had issues with the liner not falling into the locking position."